Event description:
It was reported that pump displayed malfunction alarm with code that required reset, and no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Customer contacted support, received instructions for resetting pump, successfully cleared malfunction without recurrence, and was advised to continue using pump and call back if malfunction alarm occurred again.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.